Manufacturer narrative:
Continuation of d10: product ID: 978b128; lot#: va2zdfs; implanted: (B)(6) 2024; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that a patient experienced an infection a couple of weeks after the initial implant of an implantable neurostimulator. The infection necessitated the explantation of the device. Additionally, the patient did some testing and discovered an allergy to nickel, cobalt, and copper. The patient inquired about the potential contact of these metals with their flesh, despite the device being wrapped. The patient was provided with information regarding the lead components. The patient was advised to consult their healthcare provider for further evaluation.